Event description:
After implantation of an intraocular lens (iol) the pt experienced unexpected postop refraction in addition to the previous complaint of edge glare and halo effects. The expected postop refraction was plano, but the actual refraction was -1.00. The iol was replaced with an expected postop refraction of -0.44. Actual refraction was -1.25.

Event description:
A surgeon reports that, following cataract surgery, a pt experienced visual distrubances described as edge glare and halo effects. The disturbances affected the pt's ability to drive. The intraocular lens (iol) was removed and replaced with a different model.